Event description:
Unomedical reference number (B)(6) event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue with infusion set as the tape was not sticking. The infusion set was used for one day. No further information was available.